Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant: 7070-65 lead implanted 2008-(B)(6). (B)(4).

Event description:
It was reported that details regarding the most recent ventricular tachycardia (vt) episode could not be accessed during a routine implantable cardioverter defibrillator (ICD) check due to a memory error. The event details were ultimately recovered and the ICD remains in use. No patient complications have been reported as a result of this event.